Event description:
It was reported the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl). The pod reportedly fell off and detached immediately from the infusion site (back), causing the cannula to dislodge. The pod was not worn and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.